Manufacturer narrative:
(B)(4): the screw remained in the pt.

Event description:
It was reported that the pt underwent a four level revision surgery due to four broken competitor screws. The surgeon removed the competitor plate and the broken screws at c3 and c7. The surgeon placed new tissue at c5/c6 and c6/c7 for pseudoarthrosis. The surgeon then proceeded to re-plate from c3 to c7 with a new plate and new screws from c7 to c4. When the surgeon attempted to place the screws at c3, the plate started to open in tension. The plate opened beyond the full open position. The screws were removed. The surgeon tried to compress the plate. The compressor broke and then the c4 screw stripped. The surgeon drilled "it" out enough to pull the plate up off the screw. The surgeon placed the rest of the screws. The stripped screw, along with the broken competitor screws, remained in the pt. No additional pt complications were reported.